Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the intermittent error 32097 was confirmed during evaluation. The usm was tested on an in-house system in normal mode and did not trigger any errors. The usm was tested using a cold pack test for 30 minutes, powered on in normal mode and triggered errors 1126 and 900. The usm also failed the fiber test. The usm passed the test after replacing the gold clock spring.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, recoverable error code 32097 occurred a few times. No further information provided at this time. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error fault 32097, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue for 32097 error. The fse replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint; however, failure analysis is currently ongoing. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The complaint regarding error 32097 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by the fse during field. Investigation revealed intermittent error 32097 on node 190 axes controller, motor (acm) related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had repeated recoverable error fault 3207 during procedure. The fse was able to confirm the reported complaint and replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.